Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿hemiarthroplasty versus nonoperative treatment of displaced 4-part proximal humeral fractures in elderly patients: a randomized controlled trial¿ by per olerud, md; leif ahrengart, md, phd; sari ponzer, md, phd; jenny saving, md; and jan tidermark, md; published in the journal of shoulder and elbow surgery, (2011), 20, 1025-1033, was reviewed. The purpose of the article was to perform a study to report the outcome after a displaced 4-part fracture of the proximal humerus in elderly patients allocated to treatment with an ha or nonoperative treatment in a rct with a 2-year follow-up. The primary aim was to report the hrqol according to the eq-5d and the secondary aims was to report the functional outcome according to the dash and constant scores. The prosthesis used in all patients was the global fx prosthesis (depuy). The clinical and radiologic outcome for the ha group is as follows: 1) a mean secondary dislocation of the greater tubercle of 20 mm was observed in five patients. 2) one patient had a complete resorption of the greater tubercle and two patients had partial resorptions. 3) three patients had additional surgery during the two-year follow-up period. 4) one patient underwent an acromioplasty and release of adhesions after 8.6 months due to impingement and stiffness 5) one patient with a re-displacement of the greater tubercle was re-operated upon with re-reduction and refixation after 17.7 months. There were no infections or nerve injuries.